Event description:
It was reported that before being used, an unknown particulate was observed inside the IV tubing during priming. There were no patient complications reported.

Manufacturer narrative:
Per chemistry study (B)(6) the ir spectrum of the unknown brown substance showed similar absorption characteristics when comparing to cellulose like material.

Manufacturer narrative:
One flotrac sensor with attached IV and pressure tubing was returned for evaluation. A brown paper like material, about 3.5 mm x 1.0 mm in size, was found in the drip chamber. The material was located on the IV side of the unit. Further evaluation at our irvine laboratory found a light brown, fiber-like particulate was found inside the IV drip chamber. The particulate was approximately 3 mm in length. The particulate did not move during the five minutes of continuous flushing. Part of the particulate got attached to the bonding material that had been used to bond the IV spike to the drip chamber. A small part of the particulate which did not get stuck to the bonding material was removed and sent to chemistry for further analysis. Once details from the chemistry have been completed, a supplemental report will be submitted.